Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. . The following sections could not be completed with the limited information provided: product identification and expiration date - unknown; date implanted - unknown; manufacture date ¿ unknown.

Event description:
It was reported the patient had an initial hip procedure on an unknown date in 1997. Subsequently, patient was revised on (B)(6) 2014, due to pain. The modular head was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-02691.